Event description:
The left device has migrated out of the cochlea. The user was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00893. For further information please refer to this report.